Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons had reduced sensitivity sometimes becoming difficult to push. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the insulin pump had scuff marks. Customer stated keypad was not as responsive as it originally was but they says it works just fine. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with broken battery tube thread noted. Insulin pump passed displacement test. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. (B)(4).